Event description:
Admitted for non-union of left hip and removal of 5 broken screws. Removal of plate and broken screws with calcar, replacement left total hip arthroplasty with trochanteric osteotomy. Original placement of hip plate and screws done elsewhere.